Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 2 infusion set cannula was kinked event on 1-oct-2024. The infusion set was in use for 12-24 hours, for all events company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).